Manufacturer narrative:
(B)(4). Customer returned the product on 10/13/2016; qc lab received it on 10/14/2016; qc lab evaluation completed on 10/19/2016. Investigation completed and product evaluated with no defect found on returned meter; returned test strips produced high readings on 30 and 75 level. Defect found. R&d root cause investigation competed: test strips producing high glucose results is due to improper storage of returned test strips: the returned vial was most likely compromised by being left open for an extended period of time; consequently, the strips within the returned vial were exposed to heat and moisture. The customer stored the vial in the bathroom, which supports r&d's results.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 130 to 140mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification,customer stores the product in the bathroom. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): reviewed meter memory: (B)(6). Memory concerns: customer is concern with all these results. Customer test once a day fasting. Customer states that some of the results are also erratic customer have only been using the meter for a few weeks now.